Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, post-implant of this inflatable penile prosthesis (ipp), the patient experienced pain. In-clinic evaluation found scrotal erosion of the pump. The device was removed, a complete washout was performed, and a new malleable device was implanted. No further patient complications were reported.